Event description:
It was reported that while in use on a patient, the positive end expiratory pressure (peep) of this ht70 ventilator was unstable and the unit auto triggered. The patient was removed from the ventilator and was placed in an alternate ventilator without injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section d4 unique identifier (UDI) is not available for this device. Section e japan medtronic personnel reported event to manufacturer on behalf of the customer. Section h4 manufacturing date was estimated h3 device evaluation summary: issue identified during device evaluation. Medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the positive end expiratory pressure (peep) of this ht70 ventilator was unstable and the unit auto triggered. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and related the issue to the on/off solenoid valve. Additionally, sp found unit failed alternating current (ac) power loss/shutdown buzzer alarm test and related the issue to the control board. Failure of the shutdown alarm could result in the ventilator failing to annunciate an alarm in some loss of ventilation conditions. Neither the ventilator nor the control board were not part of the field corrective action. The cause of the event was isolated to a potential fault in the on/off solenoid valve. The cause of the additional issue of ac power loss/shutdown buzzer alarm test failure could be the alarm or the capacitor that powers it on the control board. The events are included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.